Event description:
It was reported that during a routine procedure to replace this subcutaneous implantable cardioverter defibrillator (s-ICD) for normal battery depletion, the set screw became stuck and was unable to retract with the torque wrench. The seal plug was removed, and mineral oil was liberally applied to the set screw. Further attempts were made with the use of multiple torque wrenches, including off axis rotations as described in the product manual; however, the set screw broke. As a final attempt was made, the physician gripped the related lead tight and pulled back on the s-ICD firmly, and the lead was detached. The set screw is still deployed in the header of the device. The related lead (3400/a117631) was successfully attached to the new device. Visual inspection of the lead was normal and electrical performance showed a shock impedance of 95 ohms after delivering a 10j shock. No adverse patient effects were reported. This s-ICD was returned for analysis. The investigation is currently in progress.

Event description:
It was reported that during a routine procedure to replace this subcutaneous implantable cardioverter defibrillator (s-ICD) for normal battery depletion, the setscrew became stuck and was unable to retract with the torque wrench. The seal plug was removed, and mineral oil was liberally applied to the setscrew. Further attempts were made with the use of multiple torque wrenches, including off axis rotations as described in the product manual; however, the setscrew broke. As a final attempt was made, the physician gripped the related lead tight and pulled back on the s-ICD firmly, and the lead was detached. The setscrew is still deployed in the header of the device. The related lead was successfully attached to the new device. Visual inspection of the lead was normal and electrical performance showed a shock impedance of 95 ohms after delivering a 10j shock. No adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the seal plug was missing. Analysis found that the setscrew was loose; however, it could not be determined when the setscrew became loose. The clinical observations were unable to be confirmed through laboratory analysis as the setscrew was confirmed to be operating normally during testing. The instructions for use (IFU) provides additional instructions on how to loosen stuck setscrews if they occur during procedures and reminds users not to back the setscrew out against the backstop.

Manufacturer narrative:
This report is being submitted to include the explant date as it was not indicated in the initial report.

Event description:
It was reported that during a routine procedure to replace this subcutaneous implantable cardioverter defibrillator (s-ICD) for normal battery depletion, the set screw became stuck and was unable to retract with the torque wrench. The seal plug was removed, and mineral oil was liberally applied to the set screw. Further attempts were made with the use of multiple torque wrenches, including off axis rotations as described in the product manual; however, the set screw broke. As a final attempt was made, the physician gripped the related lead tight and pulled back on the s-ICD firmly, and the lead was detached. The set screw is still deployed in the header of the device. The related lead was successfully attached to the new device. Visual inspection of the lead was normal and electrical performance showed a shock impedance of 95 ohms after delivering a 10j shock. No adverse patient effects were reported. This device is expected for return.